Event description:
Olympus (oekg) was informed the customer high frequency electro-surgical generator unit has an ¿e433 internal hardware error¿. The customer reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus. The customer requested a loaner unit.

Manufacturer narrative:
Upon receipt inspection of the olympus loaner device, the customer tested the loaner and the same error occurred. It turned out the customer¿s foot switch is defective and the reason for the error. Therefore, the customer device will no longer be returned for evaluation and can be said that likely the device meets the standard specification. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. A review of the device history records (manufacturing and quality control) was performed for the affected serial number without showing any nonconformities or deviations regarding the described issues. Based on communications with the customer, the cause of the reported event was due to a malfunctioning footswitch. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. In addition, according to the IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.